Event description:
Per the clinic, the patient experienced a pressure sore at the external magnet site due to the magnet retention being too tight. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).